Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The insulin pump had alarmed button error and customer is unable to clear the alarm. Customer's blood glucose was 6.1 mmol/l. The device was exposed to the rain. The device was not dropped or bumped. The device is being returned for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent escape and act button response was noted due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and cracked reservoir tube lip.